Event description:
Boston scientific (bsc) crm rec'd info that dislodgement of this dextrus right ventricular lead was suspected due to not sensing or pacing appropriately with loss of capture. The pt was in normal sinus rhythm and therefore, no major pacing pauses were observed. A revision procedure was performed and the lead was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.